Manufacturer narrative:
G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incidents from the reported lot. The reported single leaflet device attachment (slda) resulting in patient effect of recurrent mitral regurgitation (mr) was due to the procedural circumstances. The reported patient effect of mr is listed in the mitraclip system instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet and the mr increased, requiring another clip to stabilize it. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1. On an unknown date, it was noted one of the clips had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda)). The mr increased to 3-4. A second procedure was performed on (B)(6) 2019. One clip was implanted to stabilize the slda clip, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.